Manufacturer narrative:
Intuitive surgical inc. (Isi) received the integrated electrosurgical unit (iesu) for failure analysis investigation. The iesu was analyzed and found that the issue was confirmed in system log review, which recorded recurring error c-33 on several dates. During testing, the erbe unit displayed error code c-33 at startup, and the erbe log also showed error c-00. Visual inspection indicated the unit is in good cosmetic condition. The unit will be sent to the original equipment manufacturer (OEM) for further investigation. The complaint was confirmed based on field evaluation as well as failure analysis. The probable root cause of error c-33 is attributed to a faulty electrical component inside the erbe generator. This error indicates a higher voltage than expected while powered on.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the integrated electrosurgical unit (iesu). The system was verified and ready for use. Intuitive surgical, inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.

Event description:
It was reported that prior to the start of a da vinci-assisted umbilical hernia tapp surgical procedure and prior to ports placement, the customer informed intuitive surgical, inc. (Isi) technical support engineer (tse) that activation error c-00 appeared on erbe integrated electrosurgical unit (iesu). Before contacting the tse, the customer had power cycled the iesu, but the issue was not resolved. The tse had the customer perform hard power cycle the iesu, but the error persisted. The customer did not have a backup generator or solution at the time. The device was not used on the patient when the issue was identified. Intuitive surgical, inc. (Isi) followed up with the robotic coordinator and obtained the following additional information: the error occurred when setting up for the procedure. The customer shut down and then turned back on the erbe, but the issue was not resolved. The procedure could not be started with system sk3309. The customer used the other da vinci system to continue with the procedure.